Event description:
It was reported that a plum 360 infusion pump experienced an anomaly in the speed of the infusion. It was not specified whether there was patient involvement or not, however, no harm was reported as a consequence of this event. No other information was provided.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
No delivery-related alarms or anomalies were found in history. E458 (broken distal pin) found in device history. History reviewed from 25 may 2022 to 16 july 2022. It was noted in the `as-found condition: the device has cracked front and rear cases and a damaged fluid shield. The device passed all performance verification testing (pvt) without issue including delivery accuracy testing which was correctly completed in a duration of 6.01mins. Due to the occurrence of e458 (broken distal pin) found in history, the pressure detector will be replaced device recalibrated and tested. The complaint was not confirmed. Additional information: product received date: 8/5/2022.